Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 700+ mcg/day) via an implantable pump for intractable spasticity. It was reported that one month ago the patient had a catheter access port (cap) dye study done due to the pump moving in the pocket and the study was negative. The rep later clarified that the dye study was successful. On (B)(6) 2024 they did a pocket revision and the healthcare provider (hcp) was successful aspirating from the cap. They added additional sutures to the pump to prevent movement. The company representative asked about bolusing post aspiration; discussed priming bolus only tcv.

Event description:
Additional information received from the manufacturer representative reported that a dye study was performed on (B)(6) 2025 to check catheter integrity and it was successfully aspirated. Two months later, a catheter revision was scheduled for (B)(6) 2025 as the patient's mother was concerned that the catheter was positional due to the patient's spasticity. However, during the case, the healthcare provider (hcp) was successfully able to aspirate from the catheter so no changes to the catheter were made. All information was confirmed with the healthcare provider.

Manufacturer narrative:
After investigation of late reporting, it has been confirmed that the company representative was not aware of the event until (B)(6) 2025, instead of 2025-03-25 as previously submitted in the initial regulatory report. Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2021, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.